Manufacturer narrative:
A1-a5 patient information was not provided. D.4. Serial number and catalog number are unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in israel. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about patient (B)(6) mycobacterium chimaera infection alleged developed during cpb surgery using livanova heater cooler 3t system on (B)(6) 2012. The surgery occurred at (B)(6). Patient was tested positive to m. Chimaera in (B)(6) 2022 and it was confirmed through laboratory test in (B)(6) 2023. Reportedly, the patient developed a lung infection following surgery and was treated with antibiotics but showed no improvement. Furthermore, it was reported that patient now suffers from permanent lung impairment, mixed obstructive-restrictive pulmonary disease, reduced lung volumes and airflow, as well as productive cough, shortness of breath, lung scarring and fibrosis. Legal lawsuit has been issued and no further information has been made available.